Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. The complaint regarding the loose conductor wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure the conductor wire of the fenestrated bipolar forceps instrument was found to be loose. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive received the following additional information via follow up: there were no reports of the instrument arcing during the procedure.